Event description:
It was reported that when using, the first shot with an echelon 60mm stapler caused the system to lock up. The stapler was positioned in the specific parenchyma and when starting the trigger, the stapling stopped right at the beginning, it was not possible to resume stapling even with the manual mechanism. When replacing the stapler, everything worked normally. Notification of the reload was also opened because the doctor even placed it in the stapler and thus the triggering was not performed because the stapler was defective. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Batch # u5dv15. (B)(4). Investigation summary : the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload loaded on the device. The reload was received unfired and the one piece sled was noted to be backwards. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The issue to the reload has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.